Event description:
It was reported that a homechoice automated pd set with cassette was leaking from the clamp side of the patient¿s connecting line. This was observed during priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking from the clamp side of the patient¿s connecting line. This was observed during priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: f10/h6: component codes (remove g04034). B5: it was further reported that it leaked from the seat of the line where the clamp was locked (pressed). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was under water pressure tested with no issues noted. Functional testing (self-test and priming) was performed with no abnormalities observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.